Event description:
Information was received indicating that in the process of preparing analgesics for delivery, a smiths medical cadd cassette reservoir was leaking seriously and could not be used. Subsequently, it was replaced with a new one to proceed. No adverse effects were reported.